Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia repair procedure, a universal surgical manipulator (usm) moved with unintuitive motion. At the time of the event, a monopolar curved scissors (mcs) instrument was installed on the usm and reportedly cut tissue. Initially the cautery on the mcs instrument was not working and the surgical team attempted to restore function by unplugging and reconnecting the instrument. During this process, movement of the usm and the msc instrument occurred. As a result, a branch of the epigastric was inadvertently cut. The surgeon initially assumed that the movement may have been caused from contact between the usm and the physician assistant (pa); however, the pa reported the instrument moved on its own. The surgeon applied a clip as a result of the injury. The mcs instrument was used during the remainder of the procedure with no further reported complications and the procedure was completed robotically, multiple attempts to obtain additional information have been made; however, no further details have been received.

Manufacturer narrative:
Intuitive surgical, inc (isi did not receive a product to perform failure analysis. Once the injury was repaired, the usm and the mcs instrument reportedly functioned as expected to complete the procedure with no further issues.